Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) and delivered a shock. It was suspected that the shock was due to atrial fibrillation (af) with rapid ventricular response (rvr) and is therefore inappropriate. It was also noted that there was intermittent undersensing on the right ventricular (rv) lead immediately after the device delivered a shock. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.